Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and they experienced high blood glucose level. Customer's blood glucose level was 430 mg/dl. Customer stated that the insulin pump treated with manual injections. Customer declined to troubleshooting for high blood glucose level. Customer reports that reservoir was able to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with broken belt clip slot.